Event description:
It was reported that patient underwent rotator cuff repair procedure utilizing a soft tissue anchoring device in (B)(6) 2011. During the procedure, the device did not release the anchor after it was placed in the patient's bone. There was no injury to the patient or delay to the procedure as a result. No further information has been provided to date.

Manufacturer narrative:
Date of event - (B)(6) 2011, exact date not reported. (B)(4).